Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle mom hip implant on her left side. Large amounts of cobalt-chromium metal ions and particles were released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in her left thigh and groin, as well as loss of mobility. Patient was required to undergo revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Physician stated in revision surgery operative note that preoperative testing found the acetabular cup to be in a vertical position. Malpositioned acetabular cups can increase the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and can lead to increased wear rates. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. Added stem due to alleged high metal ions. Added surgeons name and facility name. Corrected date of revision and manufacture date of articuleze head. Doi: (B)(6) 2005, dor: 29 march 2011 (left hip).